Event description:
It was reported that during the use of the device for a pre-clinical activity, the values on the blood parameter monitor (bpm) were not in range. The customer continued to use the unit. There was no patient involvement.